Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the stylet could not be advanced through the right atrial (ra) lead. The physician elected to replace the ra lead during the procedure. The patient was stable post-procedure.

Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found no anomalies. Electrical testing was normal. A stylet was able to be fully inserted and removed from the inner coil with no obstruction/restriction.